Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the network port was deactivated. A field service engineer established an remote support service connection and verified the station operation. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was stuck in critical override and the station was not communicating. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.